Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set was leaking. They stated that it had leaked while it was being prepared in the pharmacy. Mmd made multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful. They did report that the device was not in use by a patient when the complaint occurred. No additional information was provided. [Complaint-(B)(4)].